Manufacturer narrative:
(B)(4). Unit passed displacement test, self test, sleep current measurement, and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss for different durations of time. Problem isolated to electronic assemblies. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. No harm requiring medical intervention was reported. Customer stated that the after removing battery, notification light did not blink and insulin pump not accepting battery. The insulin pump will be returned for analysis.